Manufacturer narrative:
It was reported that revision surgery was performed due to infection. The stem moved and it was decided to exchange it as well. The associated oxinium femoral head, anthology porous femoral component, r3 acetabular liner, r3 3hole acetabular shell and reflection threaded hole cover were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed in which, while revising the femoral head due to infection, the stem moved and it was decided to exchange it.